Manufacturer narrative:
Patient information was unavailable from the site. Site reported that the mobile view station (mvs) shut down half way through a spin. When they re-plugged the system it took the spin without problems. When they moved the mvs to another room it shut down in under three minutes. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Following an onsite investigation it was discovered that the issue was caused by a faulty power supply assembly, which was sent back to manufacturer for analysis. Failure was confirmed as the power supply batteries failed to hold full charge. Replacement of the power supply assembly resolved the issue. No other issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that the mobile view station (mvs) shut down half way through a spin. When they re-plugged the system it took the spin without problems. When they moved the mvs to another room it shut down in under three minutes. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.